Manufacturer narrative:
Additional information: h3 and h6. H10: the two (2) devices were not available; however, a photograph of one (1) sample was provided for evaluation. The returned photograph was reviewed, and it was noted that hair-like material was observed in the cap. The reported condition was verified. The cause of the reported condition could not be determined. A retained sample was also evaluated, and the results met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy date: the event occurred on an unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign material in two (2) minicaps. This was noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.